Event description:
This is a report of a patient's transfer set that separated from the locking titanium adapter during therapy for peritoneal dialysis. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An event indicative of a potential malfunction of the disposable uv flash transfer set was identified. As the uv flash transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.